Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report a button error alarm. The customer's blood glucose level was 259 mg/dl. The customer was advised to revert to a back-up plan. The customer was informed that the product needed to be replaced. No further details were provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened buttons dome switch. No button error alarm noted. The keypad connector was fully locked. No cosmetic damage noted.